Event description:
Reportedly, the pt was brought back to the operating room for a re-operation to replace dislodged clips on the cystic artery and complete the case. As a result, the pt lost approx 500cc of blood. Procedure: lap chole. Patient status: no pt injury reported.